Manufacturer narrative:
The pod was received fully deployed. The pod data showed the first priming sequence ran 45 pulses and then the device was deactivated by the user at pulse 134. No damages to the environmental seal or bottom housing was observed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported event could not be determined. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Additionally, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward; this indicates a needle mechanism failure. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod was worn for less than an hour. No impact to the patient's blood glucose level was noted. Details regarding treatment were not reported.